Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report the patient outcome was unknown. Action with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
The patient experienced a break in aseptic technique which led to the peritonitis. The break in aseptic technique was further described as the patient not washing their hands appropriately for peritoneal dialysis. The peritonitis was manifested by cloudy effluent. On the same day as the onset, the patient was hospitalized for the peritonitis event. On an unspecified date, the patient treated with injection fortum (intraperitoneally, 1 gram, once daily) and injection vancomycin (intraperitoneally, 1 gram, every fifth day) for the event of peritonitis. Four days after the onset of peritonitis, the patient recovered; however, continued antibiotic treatment for then more days. On an unreported date, the patient was retrained on aseptic procedure. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.